Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure. It revealed a tear in the anterior view, measuring approximately 0.3 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 250cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided breast pain and deflation. About six months ago, the patient experienced breast pain. Mammogram and ultrasound results indicated no anomalies, and her ob-gyn doctor found no issue after a physical exam. However, in the beginning of (B)(6) 2020, the patient noticed that her left breast appeared to be flat. At a consultation with a healthcare professional, it was suspected that the crinkled area of the left-sided implant could be causing the breast pain. As a result, the patient underwent bilateral removal and replacement with two 175cc mentor smooth round moderate profile prostheses (catalog #: 3501620, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.